Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(4) 2013, it was reported that on two occasions the patient found the luer-lock of her infusion set was leaking insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified, material meets product specifications. The problem mentioned by the customer could not be reproduced.